Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was duplicated and attributed to the main board. During the evaluation of main board, the root cause was traced to a damaged transformer. As result of faulty main board, the fuse on the battery board was found to be defective. Therefore, the main board and battery board were replaced to resolve the issue. The device was recertified and returned to the customer. The pads and battery were not returned with the device for evalaution. Analysis of reports of this type has not identified an increase in trend.